Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose event with lowest cgm reading of 49 mg/dl and confirmatory glucometer around 60 mg/dl while using a dexcom g7 continuous glucose monitor (cgm) integrated with the ilet following water aerobics, a routine lunch announced as usual, and later a ¿sugary¿ drink announced as less than before taking a nap. The agent assessed that the meal announcement was likely too aggressive for actual intake and activity, contributing to hypoglycemia, and the event was managed per troubleshooting and education. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrates and recovery of glucose to 80 mg/dl without hospitalization. Investigation included case triage for urgent low/low glucose and user education on meal announcements and activity-related insulin needs. Investigation of this case revealed no device malfunction and suggested use-related factors, including incorrect meal size announcement relative to exertion and intake, as the precipitating cause. It was concluded, based on previously established findings for similar reports, that the cause was user-related error in meal announcement leading to hypoglycemia.